Manufacturer narrative:
Taper ii medwatch sent to FDA on: 05/aug/08. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted an opening on band shell and separation at the band tubing collar. The opening on the band shell and tubing collar may be wear related as there's no clear evidence of surgical damage. The breakage of the band shell may have been the cause of the leakage and the separation of the band tubing collar may have been made to facilitate removal of the device. Another breakage was noted in the band buckle which appears to have been caused by a sharp instrument. This breakage may have been made to facilitate removal of the device, and may not be the cause of the leakage. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port of the connector tubing."

Event description:
Reported as, "microscopic leak from actual band at seam..."